Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient came into the clinic for a routine check and the cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. A magnet was placed over the device and no tones were elicited and the device was not pacing. It was noted that the patient had not undergone any radiation therapy and had not had a MRI. Boston scientific technical services (ts) was consulted and suggested emergent replacement. The field representative stated that this was already recommended, but the physician and patient chose to wait a few days. Subsequently five days later the crt-d was explanted for potential premature battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cardiac resynchronization therapy defibrillator (crt-d) was found to have no telemetry. The device case was opened and a high current condition was observed with the battery. This confirmed the field allegations of earlier than expected battery depletion, loss of telemetry and loss of therapy. Telemetry was established using an external power supply and further testing was attempted in order to determine the root cause of the high current condition. However, during detailed analysis the failure mode no long presented itself and the crt-d started to function normally, thus the cause was unable to be determined.